Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced abdominal distension and pain. The nurse found that the urinary catheter ruptured and slipped out. The doctor ordered the catheter to be re-indwelled. It was later reported via email from ibc on 26aug2020, that there were no missing pieces of the balloon. However, the sample has been discarded so we could not got other further information.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. Potential root cause for this failure mode could be uneven sac thickness/overinflated. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the foley catheter product ifus were found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient experienced abdominal distension and pain and the nurse found that the urinary catheter had ruptured and slipped out. The doctor ordered the catheter to be re-indwelled and it was now kept smooth and light red. Per additional information via email from ibc on 26aug2020, there were no missing pieces of the balloon. However the sample has been discarded so we could not got other further information.